Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since the serial number is unknown, the full UDI number cannot be provided. (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a stockert 70 rf generator and suffered an esophageal fistula requiring surgical intervention, cerebrovascular accident, and resulted in the patient's death. On (B)(6) 2015, patient underwent ablation procedure which included bilateral pulmonary vein isolation and cavo-tricuspid isthmus line for prevention of atrial flutter. The procedure was completed with no complications. No linear lesions performed. During procedure, patient had continuous esophageal temperature monitoring. No rises in esophageal temperature above 37°c detected. Esophageal temperature probe moved to parallel ablation catheter movements. Smarttouch ablation catheter was used with stockert 70 generator. Deflectable agilis sheath was used. Power from ablation catheter decreased to 25-30 watts while ablating posterior wall. Patient discharged on proton pump inhibitor for esophageal protection. Patient experienced brief recurrence of atrial fibrillation shortly after ablation but spontaneously converted back to normal sinus rhythm. On (B)(6) 2015, patient reported to his family that he did not feel well. On (B)(6) 2015, patient developed fever but did not seek medical attention. On (B)(6) 2015, patient presented to emergency department in febrile state. It was thought that he had a urinary tract infection. While in the emergency department, patient suffered a stroke. Brain computed tomography revealed air and there was suspicion for atrial esophageal fistula. He was transferred emergently to (B)(6) hospital. On (B)(6) 2015, he was brought to the operating room where atrial esophageal fistula confirmed. Both lesions were repaired. On (B)(6) 2015, patient expired. Multiple attempts have been made to obtain additional clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Attention (B)(6) date: (B)(6) 2016. Subject: response to FDA request for report 9612355-2016-00011. FDA follow up letter dated: 05/09/2016. (B)(4). Product description: stockert 70 rf generator. This is a response to FDA¿s letter of an adverse event dated 05/09/2016. This is a response to FDA¿s letter of an adverse event dated may 9, 2016 with the following event description: it was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a stockert 70 rf generator and suffered an esophageal fistula requiring surgical intervention, cerebrovascular accident, and resulted in the patient¿s death. On (B)(6) 2015, patient underwent ablation procedure which included bilateral pulmonary vein isolation and cavo-tricuspid isthmus line for prevention of atrial flutter. The procedure was completed with no complications. No linear lesions performed. During procedure, patient had continuous esophageal temperature monitoring. No rises in esophageal temperature above 37°c detected. Esophageal temperature probe moved to parallel ablation catheter movements. Smarttouch ablation catheter was used with stockert 70 generator. Deflectable agilis sheath was used. Power from ablation catheter decreased to 25-30 watts while ablating posterior wall. Patient discharged on proton pump inhibitor for esophageal protection. Patient experienced brief recurrence of atrial fibrillation shortly after ablation but spontaneously converted back to normal sinus rhythm. On (B)(6) 2015, patient reported to his family that he did not feel well. On (B)(6) 2015, patient developed fever but did not seek medical attention. On (B)(6) 2015, patient presented to emergency department in febrile state. It was thought that he had a urinary tract infection. While in the emergency department, patient suffered a stroke. Brain computed tomography revealed air and there was suspicion for atrial esophageal fistula. He was transferred emergently to (B)(6) hospital. On (B)(6) 2015, he was brought to the operating room where atrial esophageal fistula confirmed. Both lesions were repaired. On (B)(6) 2015, patient expired. Multiple attempts have been made to obtain additional clarification to this complaint. However, no further information has been made available. Event date reported: 11/09/2015. After reviewing the reported event provided in the FDA letter received by biosense webster inc. (Bwi), we matched this event to our database by event date, event description, hospital address, device and report number. We have verified that this event was reported as (B)(4), report # 9612355-2016-00011 for the generator and (B)(4), report # 9673241-2016-00111 for the catheter. Please confirm or provide the model, lot, serial, and/or catalog number(s) of the device listed in the medical device report as applicable. Response: brand name: stockert 70 rf generator, model #: m-5463-01, serial #: (B)(4), catalog #: s7001. Brand name: thermocool smarttouch bi-directional navigation catheter, model #: d-1327-00-s, catalog #: d132700. Please provide a more complete description of this event including any relevant details surrounding the event. Response: based on our investigation, we have learned the following information about the event: on (B)(6) 2015, a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation which included bilateral pulmonary vein isolation and cavo-tricuspid isthmus line for prevention of atrial flutter with a stockert 70 rf generator and a thermocool smarttouch bi-directional navigation catheter. During procedure, no linear lesions were performed and the patient had continuous esophageal temperature monitoring. There were no rises in esophageal temperature above 37°c detected. The esophageal temperature probe moved to parallel ablation catheter movements. A deflectable agilis sheath was used during the procedure. The power from the ablation catheter was decreased to 25-30 watts while ablating the posterior wall. The procedure was completed with no complications. The patient experienced brief recurrence of atrial fibrillation shortly after ablation but spontaneously converted back to normal sinus rhythm. The patient was then discharged on proton pump inhibitor for esophageal protection. On (B)(6) 2015, the patient reported to his family that he did not feel well. On (B)(6) 2015, the patient developed fever but did not seek medical attention. On (B)(6) 2015, the patient presented to the emergency department in a febrile state. It was believed that he had a urinary tract infection. While in the emergency department, the patient suffered a stroke. Brain computed tomography was performed and revealed air and there was suspicion for atrial esophageal fistula. He was transferred emergently to st. Mark's hospital. On (B)(6) 2015, the patient was brought to the operating room where atrial esophageal fistula was confirmed and both lesions were repaired. On (B)(6) 2015, the patient expired. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual. A complete description of investigation and analysis methodology(ies) used, an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, any conclusions reached based on the investigation and analysis results. Response: bwi investigated the reported event. Based on the available information, biosense webster¿s investigation has not identified any product malfunction to be the definitive cause for this adverse event. Rf generator: according to the information provided in the complaint file, the case was performed with the stockert generator (sn# (B)(4)). There were no reported errors/malfunctions on the generator reported by the customer during the ablation procedure. The hospital declined serviced to the stockert generator used in this ablation procedure after filing the complaint; however a device history record review was performed and verifies that the device was manufactured in accordance with documented specification and procedures. Catheter: the thermocool smarttouch catheter used during this ablation procedure was not returned to bwi for analysis since it was discarded following the procedure. There was no reported error/malfunction of the catheter reported by the customer during the ablation procedure because the customer did not return the catheter and the generator was not available for inspection, bwi could not conduct a product investigation. What actions has your firm taken to address this problem? Response: for this, and all our products, we continue our post-market surveillance and escalate issues, as needed and as per bwi processes, in order to review and take appropriate actions to ensure patient safety. The generator is used in conjunction with the catheter; therefore the catheter instructions for use (IFU) should be used on appropriate power range. In the IFU for the thermocool smarttouch catheter, as part of the recommendations for radiofrequency (rf) application parameters, bwi recommends using rf power range of 15w ¿ 30w when ablating in the atria. In july 2015, a customer notification letter regarding the proper use of the force-time interval (fti) setting in the carto visitag module of the carto 3 system was sent to customers. This notification reinforced the labeling recommendations to avoid any excessive energy delivery. Please provide the results of risk management activities completed by your firm which address the reported device problem. Indicate the frequency and severity of the hazard, cause(s), and the applicable control(s) implemented to mitigate the hazard. Response: atrio-esophageal (ae) fistula is classified in the bwi risk documents with the highest level of severity (sl5) which is defined as critical (life threatening, death could occur). Based on the bwi risk documents, the acceptable occurrence rate of ae fistulas occurring due to product malfunction is less than or equal to 0.002%. Based on our post-market safety surveillance, we have received no reports of ae fistulas due to product malfunction. The 2012 hrs/ehra/ecas expert consensus statement on catheter and surgical ablation of atrial fibrillation states that left atrial-esophageal fistulae occur after less than 0.1%¿0.25% of af ablation procedures and are a known complication of catheter ablation procedures. The overall frequency of atrio-esophageal fistulas reported to bwi for the stockert generator in the last 2 years (may 2014 ¿ may 2016) is 0.0111%. This occurrence rate of ae fistulas is below the published occurrence rate for ae fistulas following af ablation procedures (0.1% - 0.25%). Please provide a copy (or electronic location) of all current labeling for the device, including directions for use, caution statements, technical manuals, and product performance reports. Response: instructions for use: m-5276-205 stockert 70 user manual (sent directly to FDA officer). Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Response: the following reports were submitted between may 2014 and may 2016 for atrio-esophageal fistula for the stockert generator. 9612355-2014-00032, 9612355-2014-00047, 9612355-2014-00054, 9612355-2014-00065, 9612355-2015-00003, 9612355-2015-00004, 9612355-2014-00064, 9612355-2015-00001, 9612355-2015-00002, 9612355-2015-00014, 9612355-2015-00025, 9612355-2015-00024, 9612355-2015-00026, 9612355-2015-00037, 9612355-2015-00039, 9612355-2015-00054, 9612355-2015-00065, 9612355-2015-00070, 9612355-2015-00072, 9612355-2016-00007, 9612355-2016-00011, 9612355-2016-00012, 9612355-2016-00018, 9612355-2016-00017, 9612355-2016-00023, 9612355-2016-00027 and 9612355-2016-00031.

Manufacturer narrative:
(B)(4). It was reported that a 67 year old male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a stockert 70 rf generator and suffered an esophageal fistula requiring surgical intervention, cerebrovascular accident, and resulted in the patient's death. Repair follow-up was performed and device was not shipped for service, service was declined. No device malfunction was found. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.